Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2013-01481.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the reservoir and the quickset were not working properly. Nothing further was reported.